Manufacturer narrative:
The investigation found a defective pinch valve. The follow up actions include: replaced pinch valve, checked sampling, reagent systems, probe alignments and fluidic systems. The mechanism tests were successful and ic tests passed.

Manufacturer narrative:
The investigation is ongoing. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 1 malfunction event. Erroneous low results were generated for one patient sample tested with the elecsys tsh assay on a cobas 8000 e 801 module.